Event description:
Livanova deutschland received a report that a patient, with multiple past heart surgeries, that undergone a cardiac surgery in (B)(6) 2017 using heater-cooler system 3t (alleged, not established) was diagnosed with mycobacterium chimaera infection based on bone marrow biopsy. Patient died on (B)(6) 2020.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in mississauga, canada. Legal lawsuit has been issued and no other information has been made available. A device history record (DHR) review could not be performed since possible serial number involved was not provided. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.